Manufacturer narrative:
(B)(4). The pads were discarded and no evaluation can be performed. The IFU states: non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedure in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one pt return electrode may help mitigate the increased risk.

Event description:
The customer reported that, following a radio frequency liver ablation using a boston scientific ablation generator and a e7506 non-rem pad, they discovered a pt injury. The grounding pads were placed in parallel at the top of the pt's thighs. The 5.0cm probe was used and the algorithm for the 5.0cm probe was followed. The grounding pads were checked every 4-5 minutes. Activation was approximately 42 minutes. When the grounding pads were removed, a small area of erythema was present across the top of the legs, and a 1 cm circumference skin break on the inside of the left thigh. Frozen saline was applied to the erythema and topical flamazine was used. The doctor expressed that he believes that the pads were to blame for the burn and that this is a risk of the procedure especially for longer activations with the 5cm probe. The four pads are on MFR report #s 1717344-2010-00022, 1717344-2010-00023 and 1717344-2010-00024.